Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. This serves as a correction report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the adc device was reported. The customer reported receiving a low scan of 56 mg/dl from the sensor when compared to a result obtained on a competitor's brand meter of 122 mg/dl. A comparison blood glucose test of 10.5 mmol/l was obtained on the healthcare professional meter. The customer experienced sweating and was unable to self-treat and was provided 250 ml of milk with 52.1 grams of glucerna by a non-healthcare professional for treatment. The customer then had contact with a healthcare professional who obtained a glucose reading of 10.5 mmol/l (189 mg/dl) on their meter in comparison to the sensor scan of ¿lo¿ (readings less than 40 mg/dl) error message. The customer was administered an insulin injection (dose unspecified) and forxiga 10mg by a healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. Additional visual inspection has been completed, and no issues were observed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed an extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the adc device was reported. The customer reported receiving a low scan of 56 mg/dl from the sensor when compared to a result obtained on a competitor's brand meter of 122 mg/dl. A comparison blood glucose test of 10.5 mmol/l was obtained on the healthcare professional meter. The customer experienced sweating and was unable to self-treat and was provided 250 ml of milk with 52.1 grams of glucerna by a non-healthcare professional for treatment. The customer then had contact with a healthcare professional who obtained a glucose reading of 10.5 mmol/l (189 mg/dl) on their meter in comparison to the sensor scan of ¿lo¿ (readings less than 40 mg/dl) error message. The customer was administered an insulin injection (dose unspecified) and forxiga 10mg by a healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.